Event description:
The customer called to report a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and the battery heating up due to a component on the liquid crystal display puncturing through the isolation tape and making contact to the battery tube's positive side.